Event description:
International affiliate reports the primary surgery was conducted on (B)(6) 2013 with the expendium system. It was found the rod had loosened and come off from the screw head through the x-ray conducted after the rehabilitation. The surgeon had noticed the length of the rod was short at the surgery. The revision surgery was conducted on (B)(6)2014. It was noted that the patient had a less severe cerebral infarction after the revision surgery and still has partial paralysis. The sample will not be returned. There was no surgical delay to the surgery.

Manufacturer narrative:
The expedium rod was not returned for evaluation. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, the product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the product family based on a similar geometric design and functionality of the rod noted that there were no other reported complaints. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not being returned.